Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.00/5.0/099 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Expiration date: 02-28-2025. (B)(4).

Manufacturer narrative:
B1: corrected to adverse event in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5: "on (B)(6) 2022, the lens was explanted due to refractive surprise." Should be added to the initial MDR. D6b: explant date: on (B)(6) 2022, should be added to initial MDR. H1: corrected to serious injury in initial MDR. H6: health effect - impact code: 4627 should be added to the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture and residue/debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).